Event description:
It was reported that intermitent malfunction alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 288 mg/dl.